Event description:
On (B)(6) 2007, the patient was implanted with an scs system. The patient was getting insufficient pain relief with original system. On (B)(6) 2010, the patient underwent revision and the doctor replaced the two 3183 leads. Patient is getting better pain relief.

Manufacturer narrative:
Eval: results ¿ test reveals that both have intermittent open on channels 2 and 7 of the stim end side. Conclusion ¿ leads failed continuity test. Complaint about ¿ineffective stimulation¿ was confirmed. Ans has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Ans defers to the patient¿s physician regarding medical history.